Event description:
The patient reported that the pump history did not appear to be correct. The patient confirmed that the time and date were correct and were not resetting when the pump was rebooted. The patient reported that the bolus history and the total daily dose did not accurately reflect the patient programmed boluses given. This report is made based on the allegation that the pump may have malfunctioned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus history showed no boluses programmed from (B)(6) 2011 to (B)(6) 2011. The total daily dose correctly added from the basal and bolus totals. During investigation, a 10 unit bolus was programmed and the pump history accurately recorded the programmed bolus. No history defects were found during testing.